Manufacturer narrative:
No device malfunction speculated.

Event description:
Practice reported to ulthera (B)(6) 2015 that a patient treated with full face and neck (B)(6) 2014 is experiencing continued shooting pain roughly 2-3 times daily under her chin, neck and cheek lasting approximately 2-3 seconds at random times throughout the day. The patient stated she saw a specialist for the pain who did not prescribe her any medication for the pain, she is continuing to take medication previously prescribed to her for an unrelated issue. Review of the device log does not indicate any anomalies or malfunction.